Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation the definitive cause of the user's experience can not be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has also reported in the importer mw 2951238 - 2022 ¿ 00445.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) and esophagogastroduodenoscopy (egd) using an evis exera iii duodenovideoscope and a single use distal cover, the distal cover fell off of the scope and remained in the patient. The user attempted to retrieve the distal cover but was unable to locate it. The patient later coughed up the distal cover as he was waking up from anesthesia. There were no adverse effects to the patient as a result of this occurrence. The patient's current condition is reported to be stable. There were no abnormalities in the appearance of the scope or distal cover before or after the procedure. There were no procedural or anatomical challenges that could have contributed to the reported event, no esophageal strictures were found. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specifications when it was shipped. The definitive root cause of the reported event could not be determined. Based on the available information the following are probable causes: distal cover was inappropriately attached. Distal cover had crack and/or pinhole. Chemical solutions such as anti-fog agent adhered to distal cover, which caused the cover to break. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: ¿important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ olympus will continue to monitor the field performance of the device.